Event description:
Our rep is reporting that during an arthroscopic shoulder procedure, a portion of the distal tip of two inserters broke off into their anchors and remained, therein, captured in the bone hole. The fragments were not able to be retrieved from the body; however, the procedure was concluded successfully without further issue or harm to the pt. See also associated MDR 1221934-2009-00502.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.